Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery via tfna lag screw for femoral intertrochanteric fracture on femur due to the fall on motorcycle. After the surgery, safes was performed. It progressed to 1/2 load at 4 weeks and full load at 8 weeks. After the full load started, the creaking sound was heard and the pain became more intense from about (B)(6) 2024. On (B)(6) 2024, the patient was seen in the outpatient clinic, at which time it was confirmed that the nail in question broke. On (B)(6) 2024, the revision surgery was performed to replace the nail with long nail and add a small plate. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part # 04.037.943s, lot # 8682p33, manufacturing site: werk selzach logistik , release to warehouse date: 29.nov.2023, expiration date: 01.nov.2033, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.